Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2025 due to intermittent capture and low impedance. It was noted that the physician believes that potential areas of damage wre in the veins under or near the collar bone. The patient was in stable condition.